Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: see scanned table. Venipuncture at the lab, testing was done with 1.5 hours. Pt's warfarin was held for three days. Venipuncture at the lab, testing was done within 1.5 hours. Venipuncture at the lab, testing was done within 1.5 hours. Pt's therapeutic range: 3.5 - 4.5.

Manufacturer narrative:
Investigation pending.